Event description:
It was reported that during the surgical procedure, the permanent cautery spatula instrument was arcing at the tip and the wire in the tip broke. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusion: the instrument was returned and evaluated. Per the customer reported complaint, engineering found one broken pitch cable near the cable crimp. Engineering also observed that the instrument conductor wire was burnt and the insulation was removed near one distal idler pulley. Part of the pulley had been burned of, thus exposing the conductor wire. This discovery has led engineering to conclude that the instrument arced during the surgical procedure and that instrument arcing most likely occurred due to the exposed conductor wire.